Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. No physical damage was observed. Check clutch error found in pump event history log. Flow test were unable to duplicate the reported problem. The root cause of the reported issue was clutch halves found worn out and no longer operating properly. Actions were taken to mitigate the reported issue: replaced clutch half's left and right, also leadscrew and spring as a preventative measure. Unique identifier (UDI) is unknown.

Event description:
It was reported that the device was presenting with check clutch plunger lever alarm. No patient injury was reported.